Event description:
The customer reported that when the large access panel is closed, the teeth do not connect. The customer did not report exactly where this damage occurred. The customer did state that there was no pt incident or injury reported.

Manufacturer narrative:
Eval: results: eval of the returned product found on the back side window the slider is open, the pull tab is missing and a slider is missing. There are two 1/2" tears on the netting on the back side window and window a has 1/2" tear in netting, and 1/2" tear on the literature bag. Note: instructions for use has warning statement: never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged as this may prevent the zipper from closely securely. Make sure there are no tears, holes, or abrasions in the nylon panels or netting, that the canopy and frame are securely attached to the hospital bed and that the metal canopy frame is completely padded by the foam canopy pads and they are in good condition. (B)(4).